Event description:
It is reported that the side of the packaging of a frontrunner xp cto catheter had a little cut. The physician was not sure if the product was sterile and used another product to perform the procedure.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.